Event description:
As reported, during use of a 5f exoseal vascular closure device (vcd), after backflow stopped, the device was slowly pulled back, but it came out of the body without the visual indicator changing. There were no reported injuries to the patient. The device was used via an ipsilateral retrograde approach. The device will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18480994 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.